Event description:
Indication: parkinson's disease with dyskinesia, with fluctuations. Patient reported that the pump is not functioning as expected, releasing too much medication even when set at the lowest level. Patient stated they were advised by their nurse to discontinue the medication. Unknown lot and expiration number; unknown if product is available for return; unknown device availability for return; no adverse event or missed dose reported. No further information provided.